Event description:
It was reported that a button was not consistently responding on the customer's insulin pump. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. No keypad anomaly noted during testing. No cosmetic damage noted during visual inspection.